Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place, though it could not be completely filled because of the piece's mid-root location. Please note that the date of event indicated is approximate (the event occured in january, thought the exact date is unknown.